Event description:
It was reported that an ilet user experienced a dexcom g7 continuous glucose monitor not pairing with the ilet, leading the pump to display prompts to connect the continuous glucose monitor (cgm) or enter a blood glucose reading and to indicate dosing stopped. The user did not have a glucometer available and the agent guided re-entry of the g7 pairing code to initiate pairing. No reported symptoms or adverse health effects. Outcomes included temporary interruption of automated insulin dosing with user-directed troubleshooting and education, and the user planned to allow time for connection and to call back if needed. Investigation included technical support review and troubleshooting over the phone. Investigation of this case revealed that the cgm was not paired with the ilet and that the issue was isolated to signal loss to the ilet. It was concluded that the event was related to cgm-to-pump communication and resolved with re-pairing steps, with no injury, no medical intervention, and no hospitalization.